Manufacturer narrative:
A ge rep evaluated the system and placed a hand switch and foot switch on order. It is anticipated that replacement of these parts will restore the system to operating as intended.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.